Event description:
Dental assistant reported that a patient refused follow-up treatment for ailing/failing implants. She moved to calfornia. The implants failed. Patient is same patient as medwatch report #2023141-1997-00733 and 2023141-1997-00735.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was not complete because the lot number was unavailable from the dr's office.